Event description:
It was reported that patient underwent right hip revision surgery due to pain. Hip resurfacing was converted to total hip, with acetabular component of bhr system left in situ.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain. During the revision the bhr head was removed. The bhr cup remained implanted, a competitor stem, femoral head and dual mobility liner were implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This 37 year old patient with multiple comorbidities underwent a right hip arthroscopic labral degenerative tear repair in 2005 followed by a rotational peri-acetabular osteotomy two months later due to symptomatic dysplasia. Exposure of the acetabulum was reported to be particularly challenging due to the patient¿s body habitus (weight:(B)(6)), muscularity and the depth of the pelvis. Approximately two years later, in march 2007 the patient underwent a right bhr and removal of hardware from the prior rotational failed acetabular osteotomy. (Contralateral bhr implantation (B)(6) 2008). Approximately 8 years post bhr implantation due to increasing pain in the right hip, the patient underwent conversion to a total hip replacement with competitor components. However, the bhr acetabular component remained insitu. According to the revision operative report it was evident that there was a significant reaction to the metal with discoloration, hypertrophy and necrosis of the synovial lining. A large amount of brown stained tissue was identified. Muscle damage, however, was minimal. The clinical information provided is consistent with reactions from metal debris. However, the source cannot be confirmed. Additionally, neither the pathology reports, the explanted device, nor the metal ion levels were provided for inclusion in this investigation. Therefore, it cannot be concluded that the reported clinical reactions are associated with the implanted smith and nephew devices. It was also noted that use of a competitor¿s (stryker) stem, femoral head and dual mobility liner (stryker) these were implanted at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Correct information: (B)(6).